Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: march 29, 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an l4-s1 transforaminal lumbar interbody fusion (tlif) case on (B)(6) 2016, the matrix t25 straight tip shaft snapped and the tip broke off into two pieces during final tightening. The surgeon was able to remove the shaft from the wound and successfully retrieved both broken pieces. An alternate shaft was available for use and the surgery was completed with a thirty second delay with no harm to the patient. The patient status was reported as good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The returned driver was examined and the complaint condition was able to be confirmed as the driver tip was found to be broken and missing segments (approximately 5mm long x 4.3mm in diameter ¿ calipers ca94p). No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.